Event description:
It was reported to the manufacturer by the end user, per the end user, patient's daughter called in and requested joerns send a person to the parent' s home to show them how to use a hoy-advance-e lift s/n (B)(4) they recently received. Daughter claimed that she and her mother where trying to lift the patient from the bed to a chair when the lift tipped side way's and patient fell against a table cutting his left arm. Daughter claims her they had to call paramedics to get patient up and to a hospital for his wound to be taken care of. Per joerns technical support, "upon further inquiry regarding the lift function indicates they did not get the legs locked in to the pedal control per instructions in the user manual page 6. This left the legs free and not locked into the pedal control. I tried to explain to them how to get them locked in but they were unable to achieve this." Complaint (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.